Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance reason. This rv lead was replaced. No additional adverse patient effects were reported. Additional information was received indicating that a physician reported another physician attempted to perform a right ventricular (rv) threshold test starting one month ago but was unsuccessful. The patient was subsequently referred to the reporting physician that also attempted the rv threshold test in the office without success. The patient symptoms were unknown. This rv lead was returned.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance reason. This rv lead was replaced. No additional adverse patient effects were reported.